Manufacturer narrative:
(B)(4). Date sent: 2/13/2020. D4: batch # t93m9l. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2020. H2: additional information received: attempts were made to obtain the following information and the device. The response was received below: was there any patient consequence? "No patient adverse reported." The device was received on 1/21/2020.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device: was there any patient consequence? If yes, please explain how the patient consequence was resolved? To date no response has been provided and no device has been received. If further details or the device are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap cholecystectomy, while using the ligamax el5ml clip applier on cystic duct, clips partially formed. Fired another 2 clips but surgeon not happy with clip formation. Opened up a medtronic 5mm clip applier to finish the procedure. Patient consequence was not reported.